Event description:
It was reported to philips healthcare that the heartstart mrx displayed a shock error message in while AED mode. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.